Manufacturer narrative:
The ventilator was investigated on site by our service engineer. Air and o2 gas module was replaced and the ventilator passed all the functional and safety tests and returned to clinical use. The replaced parts and logs were not sent for our investigation. Since replaced parts and logs were not sent for our investigation, the further investigation was not possible.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).